Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review was performed and found to be adequate for the use error identified in this report. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code is unknown. Should any additional information become available, a follow-up report will be submitted.

Event description:
A nurse (rn) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 3 of 4. The nurse (rn) stated the home patient (hp) was not connected at the time of the alarm, but had reconnected. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and advised the rn to cycle power to clear the alarm. The rn confirmed to remove the cassette and bag and to do a manual exchanged in the morning. There was no injury or medical intervention reported.